Event description:
A nurse reported that during cataract surgery, the system "was not functioning properly". After surgery the pt exhibited corneal edema in the operated eye. F/u info provided by customer indicates that the phaco machine had shut down between procedures. A second system was used to complete the remaining cases. Multiple pts in which the first system was used, exhibited corneal edema on postoperative day one. The procedures performed with the second system did not present any pts with postoperative corneal edema.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. However, intermittent system messages "fms (fluid mgmt system) calibration failed" were verified in the system's event log. The company rep replaced the fluidics mechanism assembly. The system was then tested and met product specifications. The replaced fluidics mechanism was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).